Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
User facility medwatch received states, on (B)(6) 2021. A 3 mm amplatzer duct occluder was chosen for a patent ductus arteriosus (pda) closure procedure. During the procedure the device was positioned in the intended position and was released from the cable and the delivery system was removed from the patient. There was a shunt observed around the device on an echocardiogram. This caused concern and the user attempted to retrieve the device after implant. The device embolized during the retrieval process into the descending aorta. Several attempts were made, antegrade but due to the patients anatomy it was impossible. Next, manipulations were attempted and the device was repositioned within the ductus. A follow-up angiogram revealed the device was in a reasonable position within the ductal ampulla with a small residual shunt through the device, however, due to the original embolization of the device, it was not felt the position was stable and surgical intervention was required. The patient underwent the surgical removal of the amplatzer duct occluder. The surgeon found a large tortuous pda, and noted that the occluder device could be felt in the aorta at the isthmus, but was not occluding flow, and the lower extremity arterial pressure was normal. It was reported the patient remained stable throughout the procedure. The patient had an echocardiogram (echo) the following day which showed the ventricular function of the patient was normal without residual pda. Pediatric patient recovered quickly, and was discharged home 2 days later.

Manufacturer narrative:
An event of residual shunt, device embolism, and surgical explant of the device was reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.